Event description:
It was reported to medtronic neurosurgery that the delta chamber of the strata valve was broken, allegedly causing continuous csf leakage. The device was explanted.

Manufacturer narrative:
The valve was patent. It passed the siphon test, but it did not meet requirements for the reflux test. The device met specifications for the leak test. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The valve met all requirements for pressure-flow testing, but it did not meet the specification for the preimplantation test. Debris within the valve may hold pressure-flow controlling mechanisms open. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No injury to the patient was reported.